Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The anesthesia control board was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during boot-up, the unit had a system malfunction. There was no report of patient involvement.